Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Following a successful transseptal puncture, the catheter was introduced through the sheath. Upon attempting aspiration with the catheter in place, air bubbles were observed entering the system from the sheath. Three aspiration attempts were performed; however, air continued to be visualized. It was determined that the issue was with the sheath. The sheath was replaced, and the procedure was successfully completed with alternative device. No patient complications occurred, and the patient recovered fully.